Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Root cause of this failure is attributed to a component failure. A review of the device logs for the small grasping retractor (part# 470318-08 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the small grasping retractor was last used on (B)(6) 2020 via system serial# (B)(4). There were 8 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that the cleaning staff, prior to sterilization, found that the small grasping retractor instrument had broken wires. There was no report of patient involvement at the time.